Manufacturer narrative:
Evaluation summary: the instrument was received with the jaws misaligned. However, when tested for functionality, it cycled, fed, and formed the remaining clips within mfg requiremens. The instrument was fully functional and locked out as intended.

Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the clip did not close. There was no pt consequence. Another like device was used to complete the procedure.